Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial result was 14.98 pg/ml with a data flag. This "normal" result was reported outside of the laboratory. The sample was repeated 4 times with results of 47.59 pg/ml with a data flag, 48.48 pg/ml with a data flag, 49.38 pg/ml with a data flag and 48.29 pg/ml with a data flag. Upon completion of repeat testing, an amended "abnormal high" result of 48 pg/ml was reported outside of the laboratory. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 305646 with an expiration date of 30-jun-2020. Maintenance was current at the customer site. Calibration was last performed on (B)(6) 2018.

Manufacturer narrative:
The alarm trace showed no indication of an issue at the time of the event. Calibration and qc showed no indication of a issue. A general instrument and reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The initial result was questioned by the doctor as the patient's previous results had been much higher. The result of 48.48 pg/ml was believed to be correct.